Event description:
The patient reported experiencing a blood glucose of 17 mmol/l with vomiting. The patient reported that the pump was emitting multiple occlusion alarms. The patient reportedly tried changing the site, set, and cartridge multiple times and the occlusions continued. The patient reported that the occlusions were occurring during the fill cannula step. Customer support walked through troubleshooting with the patient. The alarm history showed 12 occlusion alarms. The patient was able to manually press the plunger to prime insulin through the tubing. While the cartridge was out of the pump, the pump reportedly alarmed for an occlusion. The patient confirmed no noted site issues. The patient confirmed that the cartridge was not expired. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 03/02/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2012 with the following findings: a review of the pump history showed an unusual high force. A 29 hour flow accuracy test was performed and the pump was found to delivering within specifications. No occlusions were duplicated during testing. The pump force sensor calibration was tested and the force sensor was found to be detecting force appropriately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.